Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06913 and 2210968-2012-06912. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2008 for prolapsed cervix. It was also reported by the patient that "pieces of the first implants were partially removed on (B)(6) 2008." (B)(4) in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat menorrhagia, dysmenorrhea, cystocele, rectocele, enterocele, uterine prolapse. It was reported that the patient had a concurrent procedure of a laparoscopic supracervical hysterectomy and right salpingo-oophorectomy performed during mesh implantation. The patient underwent an additional mesh implantation in order to treat cervical and vaginal vault prolapse on (B)(6) 2008. It was reported that during this additional implant that the patient had a procedure of a trachelectomy performed during mesh implantation. No additional information was provided. (B)(4) - prolapse.

Manufacturer narrative:
It was reported that the patient underwent transvaginal excision of apical vaginal mesh and anterior colporrhaphy on (B)(6) 2014.